Manufacturer narrative:
This report is submitted on september 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and partial device migration, confirmed with CT imaging on (B)(6) 2018. Surgery to reposition the magnet has been scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018 to have the device repositioned. This report is filed on october 24, 2018.